Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced false aneurysm (pseudoaneurysm) that required treatment. The procedure itself had been completed with no problems, and hemostasis was conducted as usual. The patient then left the room. After leaving the room, false aneurysm was found on the punctuation site in the ward. Compression treatment was performed in the ward and the patient has recovered. The physician commented that there was no direct relationship between the event and the product, however it was reported that the issue was related to the sheath. No abnormalities were observed prior to or during use product.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000417 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).